Event description:
It was reported that the device will not operate on battery power. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control advised the biomed to replace the power supply pcb assembly and provided the part number. The customer later confirmed that the power supply pcb was replaced, but the issue had not been resolved. The biomed then replaced the power conversion pca and the device seemed to be working properly; however, it was later noticed that the device was no longer charging the battery. Following-up with the customer, the biomed stated that the 3rd party batteries that they were using were bad, and there was no problem with the device itself. The reported issue has now been resolved.